Manufacturer narrative:
Device evaluated by MFR.:a promus elite ous mr 12 x 2.25mm stent delivery system (sds), catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft break at the point of the wire exchange port.

Event description:
It was reported that shaft break occurred. A 12 x 2.25 promus elite drug-eluting stent was selected for use in an angioplasty. However, during preparation, the shaft of the device was broken before it could be introduced into the patient's body. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 12 x 2.25 promus elite drug-eluting stent was selected for use in an angioplasty. However, during preparation, the shaft of the device was broken before it could be introduced into the patient's body. The procedure was completed with another of same device. There were no patient complications reported.